Event description:
It was reported, "the 3rd stapler jams in the cartridge and the stapler cannot be used anymore. Clinical consequences: no clinical consequences for the patient. To resolve the issue, another stapler from different lot was opened." The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). UDI: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the 3rd stapler jams in the cartridge and the stapler cannot be used anymore. Clinical consequences: no clinical consequences for the patient. To resolve the issue, another stapler from different lot was opened.". The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was a representative sample in its original sealed packaging. The actual sample was not returned. The returned stapler was visually examined with and without magnification. A fiber was observed to be inside the packaging near the trigger. The customer was contacted regarding the foreign material, and it was reported that they did not wish to file an additional complaint for this issue. Actions to address this issue, including a maintenance work order, were established as part of the non-conformance, which was closed on 28-nov-2023. The sample was manufactured prior to these actions on 22-nov-2023. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was returned with the trigger not engaged, and there were no signs of biological material on the device. The stapler was received with 39 staples left in the cartridge. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first fire into the air, the staple fully formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. Sixteen staples fired and released properly into the skin pad, but the seventeenth one fired did not form. Ten following staples were fired correctly before the stapler jammed and did not fire any more staples. The stapler was disassembled and die casting anomalies were found on the forming tool. No other defects or anomalies were found on the returned stapler. It appeared that staple misalignment prevented the remaining staples from firing correctly. The source of the staple misalignment could not be conclusively determined. The reported complaint of "misfire/jam - staples not firing" was able to be confirmed based upon the sample received. One representative sample was returned in place of the actual sample. The returned stapler was not able to form and release all remaining staples in the cover block and jammed after the twenty-eighth staple. The device was disassembled and die casting anomalies were found on the forming tool. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. No other issues could be found with the returned stapler. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.